Event description:
On (B)(6) 2015, the reporter contacted lifescan USA, alleging error 2 strip issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1.the lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips involved with this complaint failed testing. The reported issue could not be confirmed. A secondary issue was also noted; the vial label was found to have illegible text, this was caused by damaged on a critical section of the vial label. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.